Event description:
Boston scientific received information that the patient with this pacemaker system presented to the hospital with symptoms suggesting an infection. It was noted that there was exudate coming from the device pocket. The patient was hospitalized so an explant procedure can be performed as soon as possible. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Additional information was reported that the patient's system was explanted. No additional adverse patient effects were reported. The patient is being treated with antibiotics and will be evaluated at a later date for another system implant.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.